Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the inner insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant and stretching. The analyst commented that a stretched lead may not fully transfer torque to the helix when turning the is-1 connector pin. (B)(4).

Event description:
It was reported that the lead had to be torqued by the physician several times for proper positioning during the implant procedure, after which damage sustained by the lead helix was observed. The lead was not used, and a different lead was implanted. No patient complications have been reported as a result of this event.